Event description:
It was reported that the warming drape melted on the machine during a procedure. No patient injury was reported. Patient was given IV antibiotics to counteract an potential infection resulting from the event.